Event description:
"Spective" pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("essure coil was found above her stomach and was removed."), genital haemorrhage ("abnormal bleeding (general)") and pregnancy with contraceptive device ("unplanned pregnancies/ pregnancy (with complications)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included acetylsalicylic acid (aspirin). On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced abdominal pain lower ("pain/lower abdominal"). In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and complication of pregnancy ("pregnancy (with complications)"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (during her cesarean section procedure the essure coil was removed). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, complication of pregnancy, nausea and dysmenorrhoea outcome was unknown and the abdominal pain lower had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, complication of pregnancy, device dislocation, dysmenorrhoea, genital haemorrhage, nausea and pregnancy with contraceptive device to be related to essure. The reporter commented: linked 1st pregnancy case (B)(4). On (B)(6) 2018-removal date of essure and caesarian section was reported on same date. Most recent follow-up information incorporated above includes: on 4-sep-2018: pfs received: concomitant drug were added. Event device dislocation(pain) was added. Updated onset date and outcome of event lower abdominal pain. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.